Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown dose (unknown dose and concentration) via an implantable pump for non-malignant pain. On (B)(6) 2018, the hcp could not locate the refill septum so at the time of the call, the patient was getting imaging to rule out a flipped pump. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.